Event description:
The home patient (hp) stated that he was connected to the patient line because the machine said to "check patient line" and "connect yourself". The hp stated that the display then read "priming". The technical service representative (tsr) explained that the homechoice machine did not say "connect yourself" because it had not primed the patient line. The tsr then advised the hp to look at the patient line and see if there was any air. The hp stated the line was full of fluid and there were bubbles in the patient line. The tsr advised there was air in the patient line and he would need to start over with new supplies. The hp stated he did not have any other supplies. The hp confirmed to call his nurse and complete his therapy the next day when he had supplies. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a check supply line alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the alarm was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.